Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that ds stated: "the leg strap that you put one of the legs through then cross them broke while resident was in the air being transferred" customer confirmed the resident was not injured and was under the maximum weight capacity. Complaint # (B)(4) and ra# 84097275 were entered into our system.